Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2025, the patient did not receive any alert letting her know that her blood glucose (bg) was dropping past her alert threshold. The patient was sitting on her couch when suddenly she heard an alert from her continuous glucose monitor (cgm), letting her know that she's getting a low reading of 40 mg/dl. The patient didn't experience any symptoms of low prior to or after getting this reading of 40 mg/dl. The patient did not perform a fingerstick to check her bg. In an attempt to self-treat, the patient stood up to grab a cup of chocolate milk and suddenly passed out and hit herself on the dresser. The patient had a cut and bruise on her arm as well as a bruise on her back from the fall. A visitor happened to come by her home and saw her lying on the floor and helped her get up. The patient stated that she was not unconscious for very long and did not seek any medical attention. The patient did not take any medication as well. She took honey, warm water, and one cup of chocolate milk, and was feeling better after. At the time of the report, the patient was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.